Event description:
It is reported that during surgery on an unknown date, the shaft of a trial spacer broke off in an implant during a surgery while being used on a patient. No further information is available at this time. This is report 1 of 1 for this event.

Event description:
This incident occurred during an l4-s1 anterior lumbar interbody fusion procedure.this is report 1 of 2 for complaint number (B)(4).

Manufacturer narrative:
A device history review was performed, and there were no complaint-related anomalies, mrrs, or ncrs associated with this lot. An additional evaluation was also performed, from which the following info was obtained. Product has been in use since 9/4/2008. Product was received at service and repair on 4/17/2012. Service and repair determined that the product had a broken component. Service and repair was able to repair the device and returned it to the customer.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted the device was returned because the shaft of the trial spacer broke off in an implant. The product was received at service and repair who conducted a visual evaluation and determined that device could repaired and returned to the customer. A review of the device history records has been requested. There is no further information available on this event. If any other information is received this will be reported via a supplement.